Event description:
It was reported that the pt experienced abdominal discomfort at the neurostimulator site. The neurostimulator was moving around in the abdominal pocket and needed repositioning. During repositioning of the neurostimulator, the operative findings indicated that the neurostimulator was in a well encapsulated pocket and moving around freely. It was noted that the neurostimulator was "nice and snug in the pocket" after repositioning it. No surgical complications were reported and the pt recovered from the surgery.